Manufacturer narrative:
The device has been received and is currently under investigation. Follow up report will be filed once investigation results are available.

Event description:
Customer's daughter reports her father's freestyle blood glucose meter did not turn on and he experienced blurry vision, weakness, dizziness. She also notes he's "not responding", "looses consciousness" and is "very lazy". Although the report states that the "caller didn't do anything because she didn't' know her father's results" it also states he was diagnosed with severe hyperglycemia however, no hcp or treatment is documented.